Event description:
The customer stated obtaining low ise (ion selective electrode) (na(sodium), k (potassium), and cl(chloride) patient results with g flag on their au5800 clinical chemistry analyzer. The patient sample was repeated on the same system with normal results. There is no indication patient treatment was impacted. Quality control was within their established range before the event. The customer verbally provided data for one ( 1) patient sample.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise mixer paddle and na electrode to resolve the issue. Patient demographic information was not provided. Beckman coulter internal identifier is case-(B)(4).